Manufacturer narrative:
Additional information was received on (B)(6) 2017 that the customer was released from the hospital on (B)(6) 2017 in stable condition. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off in the middle of the night. The customer's blood glucose (bg) level was 500 (mg/dl) and a manual injection was delivered to address bg level. The customer's blood glucose level lowered to 200 (mg/dl). A few hours later the customer was found unconscious. The customer's blood glucose level was 23 (mg/dl). The contact stated they believed the customer forgot they delivered a manual injection and delivered a correction bolus via the pump. Emergency medical technician (emt) gave the customer glucagon via injection. The customer was then taken to the emergency room (ER) by the emt. The customer was in the ER for 4 hours and was then admitted to the hospital on (B)(6) 2017 due to unstable bg levels. The customer being disoriented at the time they were admitted. While in the hospital the customer received dextrose intravenously and humalog injections. The contact stated the customer was in the process of being discharged on (B)(6) 2017 and the customer was still in a daze. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed and the reported issues could not be confirmed due to a different issue was found. Additional information was received on 4/4/2017 that the customer is experience memory issues. The contact stated they are unsure if the memory issue was cause by the hospitalization as the customer cannot recall the hospital event before, during or after. (B)(4).